Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 11 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with stenosis and central regurgitation. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve. The patient remained stable throughout the procedure and tolerated the procedure well.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additionally, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Additionally, stenosis and regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for stenosis and central regurgitation were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the events. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, 'approximately 2 years 11 months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with stenosis and central regurgitation.' It was noted that the patient had history of end-stage renal disease (esrd) which is a contributing factor for developing calcification. Additionally, the patient had history of diabetes. It is well known that patients with pre-existing co-morbidities (esrd and diabetes) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. In this case, available information suggests that patient factors (esrd and diabetes) may have contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the patient had stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. In this case, available information suggests patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.